Event description:
After admission to ER, the pt was diagnosed with a fractured femoral neck. Pt consented to surgery. After bone cement was applied and prosthesis impacted into the femoral canal, the pt's heart rate and bllood pressure began to drop closure was performed. CPR was initiated 45-50 minutes. Pt failed to respond and was pronounced dead.